Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse. It was observed that there was no flow and no drip without manipulation. This occurred during 3% sodium chloride bolus infusion in the cardiovascular intensive care unit (cvicu). However, it was unknown if patient was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 02/11/2025. Additional information: b5, d5, d10 (update date to (B)(6) 2025), e1 reporter information, e3, g2 (add source), h6 (replace codes), h11. B5: upon additional information, the device was programmed at 400 ml/hr with a volume to be infused of 100ml. H11: a review of the event history log identified a program of sodium chloride 3% bolus at 400 ml/hr with a volume to be infused (vtbi) of 100 ml. Several downstream occlusions were observed on the date of event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.